Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 2021-04-22 corrected. Manufacturing date: 2021-04-13.

Event description:
It was reported that the system failed the system checkout and that a technical error code indicating gas analyzer failure was generated. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, air gas module and aion platinum were replaced to solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture. Reported technical error code indicates a monitor gas analyzer hardware problem. Aion platinum analyzer (pga) with integrated o2 sensor measures all anesthetic agents: n2o, o2 and co2. The system shall generate the alarm within 150 seconds upon status indications from the pga that can result in that the gas concentration values from the pga are not correct. The device's logs were not available for further investigation. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to defective air gas module and aion platinum.

Event description:
Manufacturer's reference #: (B)(4).